Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2021-00040. During a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion occurred. The transseptal puncture was difficult due to the septum, and several attempts were made with the needle and sheath. The patient became hypotensive and an ultrasound revealed a pericardial effusion on the septum opposite the aorta. Protamine was administered and the procedure cancelled, the patient remaining in stable condition. There were no performance issues with any abbott devices.